Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer states that they setup the insulin pump with another reservoir but would like to check out the insulin pump because their blood glucose went from 280 mg/dl to 379 mg/dl, 2 hours ago and current blood glucose level was 529 mg/dl. Customer states that 235 units left in the reservoir started off with 300 want to make sure that they were receiving the insulin. The devices will not be returned for analysis.